Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotated, yes; nose shroud cracked/broken, yes; staples in nose, yes (1 twisted); staples in the track, yes(19) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, no. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to a yielded cartridge nose weld and one staple twisted in the cartridge nose. The instrument was received with a yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached if the twisted staple caused the nose weld to yield or if the yielded nose weld caused to the staple to become twisted in the nose.